Manufacturer narrative:
H2: additional information: h6: medical device problem code. H3, h6: the reported devices were received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret1 setting. The device one was returned with a frayed end and no implants, and the device two was returned with the suture and both implants. One of the devices was returned with knot fully open and the other with the knot fully tightened. There is biological debris on the devices. A functional evaluation was performed on the returned devices and found they cycle after being manually reset per the instructions in the instructions for use. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during use, two fast fix 360 failed to deployed t2. All t1 implants were removed from the patient using tweezers. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).